Manufacturer narrative:
Insulin pump received with detached end cap and cracked reservoir tube lip. Unable to perform displacement test due to detached end cap. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.